Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the physician noticed blood in the lead body. The physician then opted not to implant this lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.